Manufacturer narrative:
The full name of the event site noted is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit for randomly shutting down, checked error logs and fault logs and there were no indication of any problems that would have caused the iabp unit to shut down. The fse ran the iabp unit thru a complete calibration check and performed a functionality test with a trainer and test balloon for approximately one hour. The iabp unit worked as it should at this time. The fse could not duplicate the problem. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) randomly shut off, and it did not switch to battery. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.